Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 87-150mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2017. Customer performed back to back blood test, 124mg/dl and 126mg/dl fasting. Reviewed meter memory: 123mg/dl, (B)(6) 2015, 07:05:00 am, fasting: yes; 121mg/dl, (B)(6) 2015, 07:02:00 am, fasting: yes; 136mg/dl, (B)(6) 2015, 06:56:00 am, fasting: yes; 152mg/dl, (B)(6) 2015, 06:54:00 am, fasting: yes; 132mg/dl, (B)(6) 2015, 05:05:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 87-150mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2017. Customer performed back to back blood test, 124mg/dl and 126mg/dl fasting. Reviewed meter memory: 1:123mg/dl (B)(6) 2015 07:05:00 am fasting:yes. 2:121mg/dl (B)(6) 2015 07:02:00 am fasting:yes. 3:136mg/dl (B)(6) 2015 06:56:00 am fasting:yes. 4:152mg/dl (B)(6) 2015 06:54:00 am fasting:yes. 5:132mg/dl (B)(6) 2015 05:50:00 am fasting:yes. No adverse event reported

Manufacturer narrative:
(B)(4). Product under evaluation.